Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's plunger head is not aligned. Did the delivery test, it worked, but the syringe had a lot of tension. T he end of the plunger head was lifting up and keeps saying 'syringe not in place - 1ml test.' There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of syringe not in place error. Syringe plunger not in place error was found in the event history log. The device was previously returned for wire broken inside housing and post screw snapped off. Unable to duplicate reported problem of syringe not in place error. However, plunger head not properly aligned was found during testing. Re-aligned plunger head and device passed all functional tests.